Event description:
It was reported the pt's ipg was no longer holding a charge and an appointment for replacement of the ipg has been scheduled on (B)(6) 2013. Follow-up indicates the ipg was replaced on (B)(6) 2013 as scheduled.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.